Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the cross brace was bent out of the box.

Manufacturer narrative:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in oracle is identified as: frame / crossbrace damage / seat rail bent product received expanded evaluation. The expanded evaluation report states: visual inspection- the seat rails did not fit into the h-blocks and the left seat rail was noticeably bent. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue of the left seat rail being bent. Complaint of "cross brace was bent out of the box" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in oracle is identified as: frame / crossbrace damage / seat rail bent product received expanded evaluation. The expanded evaluation report states: visual inspection- the seat rails did not fit into the h-blocks and the left seat rail was noticeably bent. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue of the left seat rail being bent. The dealer stated the cross brace was bent out of the box.